Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 17 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric procedure, incomplete clip closure; clips were malformed. It is unknown how the case was completed. There were no patient consequences.